Event description:
It was reported that the 9800 sys made a popping noise during a case with a large pt. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable ends were cleaned, inspected, and re-greased during the service call. The sys was tested and found to be working as intended and put back into service.